Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that following insertion the patient experienced discomfort and adhesions no additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a hernia mesh was used. It was reported that the patient underwent a spigellian hernia on the right side of her abdominal wall on (B)(6) 2008, and a mesh was implanted. It was reported that the patient experienced pain from vaginal area to her legs. It was reported that on (B)(6) 2013, the patient underwent an arthroscopic surgery on her lower abdomen and it was discovered that the patient had a dense area of adhesions between the cecum and a piece of mesh which had been used to fix an abdominal wall hernia in the right lower quadrant. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a spigelian hernia on the right side of her abdominal wall on (B)(6) 2008 and mesh was implanted. The patient experienced pain from vaginal area to her legs. On (B)(6) 2013, the patient had an arthroscopic surgery performed on her lower abdomen and it was discovered that the mesh was adhered to her intestines. No additional information was provided.